Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 689. Elevated bg was addressed by a manual injection. Ultimately, customer went to the ER and was subsequently hospitalized and admitted to the intensive care unit. Reportedly, customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6)2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.